Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples and pictures were received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the needle hub broke which resulted in leakage at the luer connection. Some of the medication leaked down. Nurse reported during administration to observe a crack in the needle shaft. Fluid leaking from the side. The crack occurred at the base of the needle (hub) when it was screwed into the syringe.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.